Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. Femoral access was obtained. The 80% stenosed lesion was located in moderately calcified, mildly tortuous left circumflex artery. After pre-dilating the lesion with a 3.5 x 20 mm emerge balloon catheter, the 4.50 x 28 mm veriflex stent could not cross the lesion. Having removed the stent and stent delivery system, they advanced a non-bsc guide catheter extension, reinserted the veriflex stent delivery system, and attempted to deploy the stent a second time, however, the stent had slipped off the stent delivery balloon and onto the proximal shaft of the balloon catheter. When they removed the stent delivery system after inflating the delivery balloon the stent had not deployed and remained on the shaft of the balloon catheter. Force had been applied during advancement of stent delivery stent to get it through the guide catheter extension. It was noted that the stent had not moved on the delivery balloon during preparation. The procedure was completed with two veriflex stents; a 4.5 x 16 mm and a 4.5 x 20 mm. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination of the returned device found that the crimped stent has detached from the balloon and was positioned on the shaft. An examination of the stent found that both ends of the stent had their struts raised. The distal end to mid section of the stent was slightly compressed. An examination of the balloon found that the balloon had been inflated and there was a large build up of contrast media inside the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).